Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's egv on the dexcom app and insulin pump was low. The patient woke up in the morning and saw that her egv was creeping up to 300s. No mention if she had symptoms or checked a bg. The patient administered insulin via her pump. The patient then went to an appointment at a parlor, the person with her stated that she kept repeating the same sentence and then the patient was starting to lose consciousness. She took a reading and it was 120 on the bg, along with that, she was sweating, shaking and feels like she's about to seize. The patient was getting sensor error so it didn't give her any readings. They then called 911. She took glucose tablets and sprite to treat. When the emergency medical team (emts) arrived and after patient came to, her bg was 42. When the patient checked her reading, it was matching with the cgm. The patient is stating that the readings must have been delayed. During the event, the emts didn't give her anything, just took her blood and blood pressure. The patient is feeling fine during the call. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.